Manufacturer narrative:
Section h6: codes corrected to reflect the end of life of the patient's ipg. It was reported that the patient's scs thoracic ipg had reached end of life. The patient was also not experiencing sufficient therapeutic coverage. Surgical intervention was undertaken wherein the patient's ipg was explanted and replaced. In addition, the physician added an additional lead to the patient's system for additional pain coverage. Therapy was restored post operatively. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2024-02320. It was reported that the patient's scs thoracic ipg had reached end of life. The patient was also not experiencing sufficient therapeutic coverage. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted and replaced. In addition, the physician added an additional lead to the patient's system for additional pain coverage. Therapy was restored post operatively.